Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump rewound properly during our testing. No motor error alarms noted. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not rewind or prime. The patient would hold down the act button during the priming process and insulin pump would beep three times before the motor moved and stopped. The customer attempted another rewind and prime but the motor stopped once again. A displacement test was performed but the test could not be completed. The insulin pump will be returned for analysis.